Event description:
It was reported that a device was used during an unknown procedure. The blade would not stay engaged. Another device was used to complete the case. There were no consequences to the patient.